Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5146399.

Event description:
Related manufacturer reference numbers: 2017865-2023-51881. It was reported via voluntary medwatch that right atrial lead and right ventricular lead exhibited unspecified lead impedance issues. Further information was not provided.